Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure with a hammock approach, and a posterior pelvic floor repair procedure in 2007. During the sling procedure, one of the inserters did not release. The surgeon was able to remove the device and successfully complete the procedure using a different type of sling device.